Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump was programmed with multiple boluses and basal rate and monitored. All the boluses and basal were delivered and recorded properly in bolus history screen and basal review screen. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 219mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.